Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. The patient had presented to the clinic as the device was beeping. The rise in impedance appeared to be gradual, beginning in (B)(6) 2023. It was noted the patient had received appropriate shock therapy for an arrhythmia around that time and the impedance measurements for the delivered shocks were within normal range. Technical services discussed all lead impedance measurements had started trending up at the same time, with only the shock impedances going out of range. This could be due to calcification on the lead. It was noted the shock impedance limit had been increased to 150 ohms and the patient was given a home monitoring communicator. No adverse patient effects were reported. The lead remains implanted and in service.